Event description:
It was reported that the impedance values measured during the patient's lead revision procedure were 'always' maximum, yielding values greater than 4,000 ohms. The physician attempted to use 2 different physician programmers, 2 different trial connectors, and 2 different external neurostimulators (ens's) to troubleshoot the issue. The physician replaced the lead (model 3387-28, (B)(4)) even though he ''measured the same.'' No patient injury was reported; the patient's status was ''completely ok.'' The only result was that the patient did not receive stimulation therapy for his trigeminal pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3389-28, lot #: 0205832979, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 3387-28. Lot #: 0205941311, implanted: (B)(6) 2012, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (model# 3389-28 lot# 0205832979) found no anomaly. Good impedances were measured on every electrode pair.